Event description:
Physician noted prt anchors did not fully close. Four weeks later, port had flipped and physician could not access it. Port was explanted and replaced.

Manufacturer narrative:
(B)(4). Rapidport ez strain relief. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date and serial number provided the connector type is assumed to be a rapidport ez strain relief. Allergan will not receive the device and no analysis or testing will be done.